Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
Procedural cine images, follow-up echo, 3mensio and pre-operative CT were submitted for review. The following observations and impression were made by an edwards physician proctor. Procedural echo was not provided. Pre-op CT: 3mensio re-created. Procedural cine: highly calcified valve (bridge of calcium between ncc and rcc), sov appears very narrow, bav x1, size unknown, valve deployed in correct position at the level of the annulus, calcification that was seen on ncc/rcc is seen pushed towards the septal wall as valve expands, fistula seen at area of ncc/rcc to ra and/or rv, pericardial drain seen.

Manufacturer narrative:
As reported through our indian affiliate, during a transfemoral procedure, after valve deployment of a 23mm sapien 3 valve in the aortic position, a pericardial effusion occurred due to a rupture in the right ventricle caused by the pacing wire and the intracardiac shunt. The valve was deployed without any difficulty; however, after valve deployment a perforation around the calcification in the right coronary sinus area had occurred; the valve was functioning. After an observation of the patient and due to hemodynamic compromise with the pericardial effusion, a pericardiocentesis was performed and the effusion was resolved. The echo showed a fistula between the aortic root and the right ventricle outflow tract. The patient¿s hemodynamics did not improve and a decision was made to perform a sternotomy. Upon inspection there was no annular rupture observed; however, there was a small hematoma in the aortic wall that had self-sealed and was not causing active bleeding, it was observed that the cause of the continuing hemodynamic compromise was seen to be a perforation in the very thin-walled right ventricle (rv) caused by the pacing wire, which was easily closed via direct suture. The shunt/fistula was not treated due to the patient¿s hemodynamic instability which was caused by this rv perforation. The open procedure was concluded and the patient improved. However, one month later the patient required a percutaneous fistula occlusion which was causing some symptoms to this patient. As per report, the likely cause of the fistula was a displacement of the calcified tissue, not related to a device malfunction but consequence of the valve deployment. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. Access site hematomas, confined swelling at the femoral puncture site, are the most common complications from femoral arterial puncture and generally result from insertion technique. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the development of the intra-cardiac shunt was likely caused by the pericardial effusion due to a rupture in the right ventricle caused by the pacing wire and patient factors (displacement of calcified tissue). Per review of images performed by an edwards physician, an annular rupture did not occur. There was no allegation of a malfunction of an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
User facility/importer report no. Mw5081586. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over-sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the development of the intra-cardiac shunt appears to be due to patient factors (bulky annular calcium). There was no allegation or indication of a malfunction of an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the cause of the annular rupture cannot be determined; however, procedural factors (device manipulation, wire perforation) may have contributed to the event. In addition the development of the intra-cardiac shunt was likely due to the injury (annular rupture) that occurred at the time of the implantation. There was no allegation of a malfunction of an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during a transfemoral procedure, after valve deployment of a 23mm sapien 3 valve, an annular rupture in the area of the right coronary cusp to right ventricle occurred, leading to a pericardial effusion and cardiac tamponade. The event was resolved by sealing the rupture with tachosil. One month later, the patient developed an aortic to right ventricular shunt, which was surgically closed.